Manufacturer narrative:
Complaint article was requested by d.o.r.c. For investigation.

Event description:
Towards the end of a procedure as a vitrectomy cutter was being removed, a trocar started to leak. The procedure was completed with the same trocar. No patient harm occurred.

Event description:
Towards the end of a procedure as a vitrectomy cutter was being removed, a trocar started to leak. The procedure was completed with the same trocar. No patient harm occurred.

Manufacturer narrative:
Since the involved product was not returned to d.o.r.c, no physical examination could be performed to confirm any product failure. Device history record (DHR) review did not reveal any anomalies. Therefore, the cause of the reported event remains unclear.

Manufacturer narrative:
Complaint article was requested by d.o.r.c. For investigation. Due to a lockdown in the united kingdom, the complaint article was not yet received by d.o.r.c. For investigation. The customer will send the product as soon as it is possible. D.o.r.c. Will keep monitoring the situation closely. No appropriate corrective/preventative actions can be taken until the investigation is completed. Complaint article was requested by d.o.r.c. For investigation.

Event description:
Towards the end of a procedure as a vitrectomy cutter was being removed, a trocar started to leak. The procedure was completed with the same trocar. No patient harm occurred.